Event description:
A nurse, who had little experience with the system, called and stated that when viewing trend data, they have a message stating that data cannot be read on the central nurse's station (cns) on 4 bedsides. Nihon kohden technical support (tech support) informed that the message could indicate a issue with either the hdds on the cns, or a problem with the sd cards in the monitors. The caller is not a biomedical engineer (bme) and does not know what the sd cards are or where they are located. Tech support requested the bedsides be rebooted and the sd cards inspected. The customer called back, the site does not have any biomeds and they are concerned that they will mess the system up further if one of the staff members open things up for troubleshooting. The customer stated that they have checked the bedside monitor (bsm)s, and now it appears that all the devices have been impacted. (B)(4) called back to continue the troubleshooting. Tech support informed the customer that since the issue appears to affect all the bsms, reboot the cns. The customer stated that after the cns was rebooted, the reported message had disappeared and has not returned. No patient harm was reported.

Manufacturer narrative:
Details of complaint: a nurse, who had little experience with the system, called and stated that when viewing trend data, they had a message stating that the data cannot be read on the central nurse's station (cns) for 4 bedside monitors (bsms). Nihon kohden technical support (nk ts) informed them that the message could indicate an issue with either the hdds on the cns, or a problem with the sd cards in the monitors. Nk ts requested that the bsms be rebooted, and the sd cards inspected. It later appeared that all the devices were impacted. Nk ts requested the customer reboot the cns, which resolved the issue. No patient harm or injury was reported. Investigation summary: based on the information reported, nk was able to confirm the reported issue, but unable to determine a root cause, as the issue is user dependent. However, it is possible there was a user related setup error, (such as an ungraceful exit or shutdown), leading to the reported issue. Nk ts was able to assist the customer by providing guidance and education to resolve the issue, by rebooting the cns device. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some cases, corruption issues can lead to damage to sensitive components, such as hard disk drives. User related setup / settings / installation error issues: set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices etc.) If a setup / installation issue occurs, it is typically due to a user related error. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
A nurse, who had little experience with the system, called and stated that when viewing trend data, they have a message stating that data cannot be read on the central nurse's station (cns) on 4 bedside monitors (bsms). Nihon kohden technical support (nk ts) informed that the message could indicate an issue with either the hdds on the cns, or a problem with the sd cards in the monitors. Nk ts requested that the bsms be rebooted, and the sd cards inspected.